Manufacturer narrative:
Bci field service engineer (fse) evaluated the system and rebuilt the ratio pump. The fse also noted that there was a build-up of gel in the eic, which likely contributed to the problem. The eic was cleaned. There have been no additional reports of high results since the engineer did repairs. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report that for several days their unicel dxc 800 synchron clinical system intermittently gave erroneously high sodium (na) results. The total number of erroneous results was not provided by the customer. Some erroneous results were reported out of the lab. One pt was admitted to the hospital as a result of the erroneously elevated na result. Quality control (qc) results over these several days were within the lab's established ranges. Then the elevated na results were questioned by physicians, the lab repeated several samples and amended reports were issued. The total number of amended reports was not provided by the customer. Calibration, sample and pt info was requested but was not provided by the customer.